Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a plastic surgery procedure, the clips did not close causing it to loosen, leading to a blood vessel leak. They were able to squeeze the handle and there were issues with loading or firing of the clips. They used a different device to complete the case.